Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-00103. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent total knee arthroplasty. During the procedure, the surgeon felt the femoral trial did not fit well on the bone. No known adverse even was reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated but the reported event could not be confirmed. Visual inspection of the 4 in 1 cut guide for size 7 exhibits nicks, gouges, scratches and burrs. Dimensions were measured and found conforming to prints. Device history record was reviewed and no discrepancies were found. The femur provisional instrument was not seating with the patient bone might be due to inaccurate cut made by the surgeon. However sufficient information was not provided to confirm it. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.